Event description:
It was reported patient underwent a cruciate ligament procedure on an unknown date. During the procedure, two screws fractured upon insertion. The fractured screws were removed from the patient and new screws were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 7 states, "do not use excessive force when inserting the resorbable interference screw. Excessive force (i.e., long, hard hammer blows) may cause fracture or bending of the device." The following sections could not be completed with the limited information provided. Date of event - unknown. Date implanted - unknown. Date explanted - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03723 / 03724).